Event description:
Was diagnosed with fatty liver disease. I am on a plant based diet and do not consume alcohol. Feelings of depression, anxiety, panic attacks, feeling like I wad dying or wanted to die. Constant nausea and increased food sensitivities. Diarrhea and stomach pain. Urgency to urinate all day long. Headaches and muscle and joint pain, ringing in ears, tightness of throat, swollen lymph nodes in neck. Breast pain and numbness, tingling in fingers and toes. Visual and auditory disturbances, mood swings, heart palpitations and shortness of breath, abdominal pain, constant mild fever, sinus infections and inflammation, forgetting words, how to spell correctly, not recognizing my own street at night paranoia, fear of everyone, constant joint and muscle pain in neck and back. FDA safety report ID# (B)(4).